Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. It was also reported that the pump had difficulties charging. The customer was able to charge the pump with a secondary usb cable. Customer¿s blood glucose level was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.